Manufacturer narrative:
(B)(4). Date sent: 10/12/2023, d4: batch # 446c32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 446c32, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. A manufacturing record evaluation was performed for lot# a9046k provided and was found that does not correlate to any product code, could you please provide the correct lot #/batch? The packaging for the device was disposed of by the customer following reporting to me, so I am unable to provide the correct lot number. 2. Please provide more details for 'stapler misfired? More detailed conversation with the staff reveals they did not attempt to fire the stapler. The issue was with them not being able to open the device to reposition it on the tissue after closing. After several attempts they managed to open it, but then experienced the same issue a further 2 times. It was decided by the surgeon not to fire it after experiencing this issue, and a new device was opened. 3. Did the device deliver any staples? Firing not attempted. 4. If yes, were the staples formed properly? Firing not attempted. 5. If yes, was the staple line complete? Firing not attempted. 6. Did the device cut? Firing not attempted. 7. If yes, was the cut line complete? Firing not attempted. 8. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Firing not attempted. 9. Was there any difficulty opening the device? Yes, 3 times. Surgeon lost trust in the device and opened a new one without attempting to fire. 10. If yes, how was the device removed from the patient? Surgeon managed to get the device to open. 11. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during an unk procedure, stapler misfired then would not open. It then ¿unlocked¿ and temporarily worked, but then ¿locked¿ again. A new device was used to complete the case. The procedure was not prolonged. No patient consequences reported.